Event description:
The pt reported that her old insulin infusion device reached end of life and she was without insulin for approx 2-3 hours. She stated she felt sick, so she checked her blood glucose level and the meter showed it was "high". She stated, she also had high levels of ketones. She said she treated her reading by injecting 10 units of insulin. The pt called for assistance in switching to her new insulin infusion device which she successfully did. Complimentary infusion sets were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.